Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "replace sensor" message from the adc freestyle libre sensor and was unable to obtain readings. The customer experienced loss of consciousness and required unspecified third-party treatment. No further information could be obtained as the customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b5 - describe event or problem, was updated to reflect the correct product name.

Event description:
A customer reported obtaining a "replace sensor" message from the adc freestyle libre 2 sensor and was unable to obtain readings. The customer experienced loss of consciousness and required unspecified third-party treatment. No further information could be obtained as the customer disconnected the call. There was no report of death or permanent injury associated with this event.